Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient experienced disorientation and the spouse called 911. When paramedics arrived, the cgm was reading 266 mg/dl and the blood glucose reading was 35 mg/dl. The patient was treated with an unspecified injection for the treatment of hypoglycemia. The patient was transported to the hospital and admitted overnight. There was no documentation of further medical intervention. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.